Event description:
It was reported that at about 55 minutes into a lithotripsy procedure, the laser system suddenly shut off with no warning; some clicking was audible when the foot pedal was depressed. The bladder stone was not broken up to the satisfaction of the doctor "stone still remains". There was no patient injury reported.

Manufacturer narrative:
System analysis/service repair: the customers report of no power was confirmed and found to be the result of a damaged flash lamp and a burnt yag rod. The flash lamp and yag rod were replaced and the fiber output aligned. The system was tested and verified to specification.

Manufacturer narrative:
The components replaced were not returned for analysis.